Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The partial deployment was confirmed. The condition of the returned device suggests that the partial deployment was likely due to the thumbwheel being slightly rotated. It was also reported that the device was being used in a carotid/cerebral artery. It should be noted that the absolute pro instruction for use indication for use states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the partial deployment was likely due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo lesion in the distal carotid/cerebral artery. As the 6.0x60mm absolute pro stent delivery system was advanced, the stent partially deployed from the sheath while it was still locked. The device was removed and the procedure was successfully completed with another absolute pro stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.